Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat (tnthsst) assay on a cobas 6000 e 601 module (e601). The sample initially resulted as 0.023 ng/ml with a data flag, and this value was reported outside of the laboratory. The physician questioned the result, so the sample was repeated, resulting as 0.007 ng/ml. The 0.007 ng/ml was also reported outside of the laboratory. A new sample was collected from the patient and this sample resulted as 0.007 ng/ml. A calibration was performed in between the initial result and repeat results. The patient was not adversely affected. The tnthsst reagent lot number was 138684, with an expiration date of 07/31/2017. A specific root cause could not be determined based on the provided information. Controls run before and after the event showed no issues. Possible root causes for this event may be electromagnetic interference, pre-analytic sample handling, insufficient maintenance, or contamination of the environment with the analyte.